Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (service code 107, multiple abnormal shutdowns) has been confirmed.  Upon investigation the monitor was intermittently resetting.  The cause for the resets was isolated to a defective u401 component on the computer/analog board. The root cause for the defective u401 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving service code 107 messages (multiple abnormal shutdowns).